Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that post a stenting treatment procedure, myocardial infarction and vessel dissection occurred. (B)(6) 2013 - the patient presented with stable angina. The physician treated two lesions. The first was a 99% stenosed target lesion, 4 mm long with a reference vessel diameter of 3.5 mm, located in the proximal left circumflex artery (lcx). The physician pre dilated the lesion with an unknown balloon catheter and placed a 3.5 x 8 mm study stent with 0% residual stenosis. The second target lesion was 70% stenosed, 6 mm long with a reference vessel diameter of 4.0 mm, located in the proximal left anterior descending artery (lad). The physician pre dilated the lesion with an unknown balloon catheter and placed a 3.5 x 12mm study stent with 0% residual stenosisfollowing post dilatation. It was noted that during the procedure a dissection occurred due to the pt graphix intermediate guide wire being used. However, there was no evidence for flow limiting dissection and there were no serious consequences during the procedure. No further attempts were made to treat the dissection. Post index procedure, the patient developed myocardial infarction (mi). Cardiac enzymes were noted to be elevated consistent with the universal definition of mi. No action was taken in response to the event and the patient was discharged the next day.